Event description:
It was reported that following a ptca procedure when removing the balloon catheter, it was noted that strands peeled off of the balloon catheter shaft. No pt injury was associated with this event.